Event description:
An infusion pump with no audible alarm. The hosp rep stated they have no rcord of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.